Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported high impedance could not be conclusively determined.

Event description:
The lead impedance value increased out of range. A lead cable break of the lead was suspected. The lead was explanted and replaced. The patient is stable.